Event description:
It was reported that a vns patient underwent a full revision surgery on (B)(6) 2016. The lead was replaced due to a lead discontinuity and the generator was prophylactically replaced. The new vns therapy system was tested upon the connection and the system diagnostics returned the impedance results within the normal limits. Further information was received from the physician, indicating that the lead was implanted in 2006 and the high impedance was observed on (B)(6) 2015. It was reported by the surgeon that the explanted devices will not be returned to the manufacturer; therefore, no analysis can be performed.